Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was "add gel" messages.